Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During testing, the pump powered on with normal auditory and vibration alerts. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. The pump cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring module. The investigation was unable to verify or duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue; the reporter alleged the pump became frozen on the verification screen and would not proceed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the issue.